Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker exhibited a rate response issue. Programming changes were implemented. The issue persisted and additional programming changes were implemented. The patient was in stable condition.